Event description:
Report forwarded by csi service $ repairs- "we have verified an intermittent problem with the coagulation of the device" ref log # (B)(4) stated " the coagulating is not working". Reference (B)(4). 1216677-2020-00132 leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Investigation. X-review DHR. X-inspect returned samples. Analysis and findings. Complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 8/7/2017 under wo # (B)(4) and shipped on 10/27/2017. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed a similar reported complaint conditions. Several were confirmed for coag failures while others were not with none having additional information on a possible root cause. New boards were put in the units and the old ones were discarded. Product receipt: the complaint unit was returned on repair, however based on log 94404 this unit was at csi on 6/10/2020. Visual evaluation: visual examination of the complaint unit revealed no outer physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause : an initial evaluation of the unit by the technical operations ee confirmed the failure occurred on the u8 component on the display board and consistent with the observed failure on compliant. The root cause is not fully determined. However, the u8 component is deemed as not sufficiently isolated and has failed on this unit. Observation: unit operated with the foot pedal in coag. Upon use of the pen, coag was intermittent. Coag was not operating as expected when the pen was left in the open activated. Upon a load, coag operated. The load was a piece of chicken. Correction and/or corrective action : the customer received a new unit. The returned unit was displaying intermittent function in coag and set aside for further evaluation by the ee in the capital value stream and technical operations as appropriate. Corrective actions will be captured on CAPA 744. No further training required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Report forwarded by csi service repairs - "we have verified an intermittent problem with the coagulation of the device" ref log # 94404 stated " the coagulating is not working". (B)(4). Leep precision intg sys lp-10-120 (B)(4).